Event description:
Complaint alleges: a stapler was jammed/got stuck in the stapler and did not come out, during use in a procedure. There was no consequence to the pt. No pt injury reported.

Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. Device sample received by MFR, but investigation is still underway at time of this report.